Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (500 mcg/ml) via an implanted pump. The patient¿s history included a brain aneurysm and seizures. The indication for pump use was head/brain injury and intractable spasticity. On 15-dec-2016 it was reported that the patient had been admitted approximately 10 days ago. She was unconscious and seizing. The patient also had increased spasticity. The physician suspected baclofen withdrawal could be contributing to her issues. On (B)(6) 2016 an indwelling catheter was placed and connected to a syringe pump to treat withdrawal after which the patient stabilized. The implanted pump and intrathecal catheter were then replaced on (B)(6) 2016. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. There was no identified environmental, external, or patient factor that may have led or contributed to the issue.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-14. It was reported that during the event, the patient went to the emergency room and was admitted to the intensive care unit (ICU) due to baclofen withdrawal symptoms. The patient also reportedly experienced a sudden onset of increased pain. The subsequent pump revision was noted to be related to the patient's ICU hospital admission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.